Event description:
It was reported that during the implant procedure of this right atrial (ra) lead failure to capture was noted and pacing was not as expected. Therefore, the procedure was completed without an ra lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.